Event description:
Medtronic received information that six months after the implant of this transcatheter bioprosthetic valve, the patient was admitted to the hospital for cardiogenic shock, peripheral vascular congestion and possible pneumonia. A chest x-ray indicated pulmonary edema. Oxygen was prescribed for tachypnea and hypoxia. The patient's family elected for comfort measures and hospice care. The patient expired the following day. The exact cause of death could not be confirmed, but was possibly related to the device. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4)